Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to operator's error/machine malfunction. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient, who had undergone lumbar spine surgery, complained of dysuria and was temporarily catheterized by foley catheter. Urine leaked from the urethra after catheterization. This discovery was reported by the family, who informed the doctor and consulted with the urology department. The catheter was then removed and discontinued. This did not affect the patient's treatment.

Event description:
It was reported that, the patient, who had undergone lumbar spine surgery, complained of dysuria and was temporarily catheterized by foley catheter. Urine leaked from the urethra after catheterization. This discovery was reported by the family, who informed the doctor and consulted with the urology department. The catheter was then removed and discontinued. This did not affect the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.